Event description:
(B)(6) man with a history of icm and ICD implantation who is referred for defibrillator generator change due to battery depletion and lead revision due to eri and externalization of conductor electrodes -riata lead.